Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing the labels when medication was pulled. This issue was resolved by the remote utilities agent, and the customer asked to close this case. The system functioned as intended after the technical service specialist investigated the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a printer will not print labels when medication is pulled. The customer reported issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.